Event description:
It was reported that this right atrial (ra) lead was explanted due to visible noise and impedance drop. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted for unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.